Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. It was determined that this was due to poor positioning from original implant. This lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.